Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited an out of range impedance measurement, causing a lead safety switch to occur. There was no noise or pauses in pacing observed. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.